Event description:
Caller reported aviva blood glucose results of 13.9 mmol/l, 15.3 mmol/l, and 7.6 mmol/l within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6).